Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and the insulin pump alarmed button error. The customer also reported they were unable to program a bolus and the insulin pump appeared to be frozen. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up buttons due to corroded keypad traces. No frozen screen or low reservoir alarm noted. The insulin pump had minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip.